Manufacturer narrative:
This complaint involves 4 reported (B)(6) results on the same lot no. 1060605. The confirmatory tests performed are as follow: (B)(6) rna by pcr (B)(6) results, 4th gen assay (B)(6) results & genus (B)(6) results. An investigation has been conducted by (B)(4) with the following activities and results: the assay performance was assessed by testing kit lot # 160605 from qc retention. The kit performed accordingly with qc specification. History record of release testing (qc) data and batch records for lot #160605 were reviewed. All quality control release testing were valid and performed within specifications with no observed anomalies noted. Due to lack of information regarding this case, (B)(4) was unable to determine the exact root cause. As stated in the pi, "limitation of the test", section; "a (B)(6) result does not preclude the possibility of exposure to (B)(6) or infection with (B)(6) ." A (B)(6) result means that (B)(6) antibodies or p24 antigen were not detected in the sample at the time of testing.

Event description:
This case is regarding 4 (B)(6) results on 4 different patients for the same lot no. 160605 the confirmatory tests conducted for this case are as follows; (B)(6) rna by pcr (B)(6) results, 4th generation assay (B)(6) results & genus (B)(6) - results. This event was associated with no reported impairment of the body, adverse patient outcomes or further spread of the virus.

Manufacturer narrative:
This complaint involves a reported (B)(6) result. The patient was tested (B)(6) via (B)(6) by pcr an investigation has been conducted by orgenics with the following activities and results: the assay performance was assessed by testing kit lot # 160605 from qc retention. The kit performed accordingly with qc specification. History record of release testing (qc) data and batch records for lot # 160605 were reviewed. All quality control release testing was valid and performed within specifications with no observed anomalies noted. Due to lack of information regarding this case, orgenics was unable to determine the exact root cause. As stated in the pi, "limitation of the test", section; "a (B)(6) result does not preclude the possibility of exposure to (B)(6) or infection with (B)(6)." A (B)(6) result means that (B)(6) antibodies or p24 antigen were not detected in the sample at the time of testing. However, this does not completely rule out the possibility of infection with (B)(6). (B)(6) antibodies may not appear until a few months after infection with the virus. A very recent infection may not produce enough p24 antigen or antibodies to be detected by this test.